Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external battery malfunction

Event description:
Major pump unit(s) involved: external control system failure. Additional text: defective battery slot in ubc, light turns red intermittently x 1 mo. Specific component(s) involved: external battery malfunction. Additional text: defective battery slot in ubc, light turns red intermittently x 1 mo. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of other component, specify. Other intervention : implant device type: lvad.